Event description:
A patient reported they always had soreness at the implant site and it has gotten much more sore and painful. Sometimes when they touch it, it is sore. They confirmed that it was not stimulation that was painful or sore, as they did not feel stimulation. The patient noted that prior to the pain getting worse, they had been down getting something out of the cabinet and hit the stimulator on the fridge. They had the stimulator checked out after that happened and was told that everything was working. They stated that the pain and soreness started about 2 of 3 months ago in (B)(6) 2016 it was reviewed that they could turn their stimulation off and see if that helped the pain. The patient would follow up with their healthcare provider (hcp). On (B)(6) 2016 the patient followed up and reported they went to their hcp and the battery had tilted. They were having the battery taken out on the (B)(6) 2016. They no longer want the interstim. They noted they are going to the bathroom more. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient believed it hit a nerve, as they had problems with their right side after it was implanted. When they put their leg down, the pain would go through the leg, up to the battery site. It was noted that, this was last (B)(6) 2016, before it was removed. They also noted that it was sore above the wires. It was removed because it was tilted, so they just wanted it removed. It was also reported that they felt soreness in (B)(6) 2016 and went to the hcp, who confirmed that the battery was tilted in (B)(6) 2016. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.